Event description:
It was reported that the patient had a fall and a fractured spinous process. The patient underwent a revision procedure to explant the superion indirect decompression system. The explanted spacer was disposed of by the medical facility.

Event description:
It was reported that the patient had a fall and a fractured spinous process. The patient underwent a revision procedure to explant the superion indirect decompression system. The explanted spacer was disposed of by the medical facility.

Manufacturer narrative:
Correction to block a1: patient identifier, block a3: gender, and block a6: race.